Event description:
As reported, the balloon of a 6f-12f mynx control venous vascular closure device (vcd) popped in the patient's body. The user was unsure if the balloon popped in the vessel. There was no reported patient injury. The device was prepped properly. The indicator was still out before retracting device to deploy sealant. "One mynx device for 17f outer hole." The user downsized to a 12f unknown sheath. The physician is aware of the off label usage, but insisted to try mynx. Have had plenty of success before this happened. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6f-12f mynx control venous vascular closure device (vcd) popped in the patient's body. The user and sales representative were unsure if the balloon was pulled through the venotomy intact/inflated. Hemostasis was achieved by figure of 8 suture (f8) device and manual hold. There was no reported patient injury. The mynx venous vcd was prepped according to instructions for use (IFU) instructions. The sales representative was present during the procedure. The indicator was still out letting us know balloon was properly inflated. A non-cordis 16.9 f pulse field ablation (pfa) sheath was used. Per physician request, access sit was downsize to a 12f non-cordis sheath inner so give or take a 14/ 15f outer hole. The physician has used the device off label many times before this event per his requests and has had no issues. The device was not used under fluoroscopy. The femoral vein's suitability was verified on venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. Physician thought maybe some chronic clot at the vicinity of the puncture site. There was no prior pta, stent, or vascular graft in the common femoral vein. The mynx venous vcd was used in an interventional ablation for atrial fibrillation (afib) pulse field ablation (pfa) with a retrograde approach to the right left, one access by itself. The deployer is mynx trained/ in training- completed all the requirements, but the sales representative does not believe they have formally documented it all yet. Other procedural details were requested but were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2510501 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿balloon loss of pressure" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. However, it was reported that the sheath was downsized. This event is considered a violation of the IFU and as such, off label usage. Based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the units. No preventative or corrective actions will be taken at this time.

Event description:
As reported, the balloon of a 6f-12f mynx control venous vascular closure device (vcd) popped in the patient's body. The user and sales representative were unsure if the balloon was pulled through the venotomy intact/inflated. Hemostasis was achieved by figure of 8 suture (f8) device and manual hold. There was no reported patient injury. The mynx venous vcd was prepped according to instructions for use (IFU) instructions. The sales representative was present during the procedure. The indicator was still out letting us know balloon was properly inflated. A non-cordis 16.9 f pulse field ablation (pfa) sheath was used. Per physician request, access sit was downsize to a 12f non-cordis sheath inner so give or take a 14/ 15f outer hole. The physician has used the device off label many times before this event per his requests and has had no issues. The device was not used under fluoroscopy. The femoral vein's suitability was verified on venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. Physician thought maybe some chronic clot at the vicinity of the puncture site. There was no prior pta, stent, or vascular graft in the common femoral vein. The mynx venous vcd was used in an interventional ablation for atrial fibrillation (afib) pulse field ablation (pfa) with a retrograde approach to the right left, one access by itself. The deployer is mynx trained/ in training- completed all the requirements, but the sales representative does not believe they have formally documented it all yet. Other procedural details were requested but were not provided. The device was discarded; therefore, it will not be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2510501 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.